Event description:
When pushing out the coil, the coil became lodged in the catheter, the physician proceeded to remove the entire catheter with the coil partially deployed when the coil became dislodged. The coil floated into the iliac and an up and procedure had to be performed from the contralateral side to grab the coil. The coil was retrieved and no adverse reaction was noted in the pt.